Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that when closing the gantry, the pendant said that the gantry is open. They opened and closed the gantry multiple times to get the door open message on the pendant to go away. That did not resolve the issue. Lastly, rebooting the system helps resolve the issue. There was no patient impact and no delay reported.

Manufacturer narrative:
H3 - a manufacturer representative went to the site to service the system. Adjusted door sidewall switch. Verified proper function of gantry door. Section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000166. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.